Event description:
The patient was receiving a perc trache procedure when it was noted the ventilator stopped delivering a tidal volume. Saturations on the patient began to drop, pulmonary physician and respiratory therapist noted that the patient's chest was not moving. The ventilator was still on but not operating. Machine pulled from service and quarantined for clinical engineering to check. Manufacturer response for ventilator, (brand not provided) (per site reporter). Sst and est performance verification conducted by hospital clinical engineering dept and checks out. Vendor is being contacted.